Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿¿ plus stopcock with 4-way 360° tap rotation and white tab leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd connecta plus stopcock with 4-way 360° tap rotation and white tab leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 6060753. Our records show the reported lot was manufactured on 03/06/2016, and determined that this is the first instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation developed, the nogales team cannot confirm the defect because for this specific complaint, the customer didn¿t provide sample for evaluation or photo to evaluate failure mode reported, which is essential to perform a better investigation.